Event description:
Same case as MFR #2134265-2009-04273. It was reported that during a percutaneous intervention (pci) treatment procedure, a balloon rupture occurred. The "over 70%" stenosed target lesion was located in the severely calcified and moderately tortuous mid right coronary artery (rca). The lesion was pretreated with rotablator. The physician attempted to predilate the lesion with an apex otw 15mm x 2.25mm and an apex otw 12mm x 2.50mm. The apex otw 15mm x 2.25mm balloon was inflated to 18 atms and the balloon ruptured. The apex otw 12mm x 2.50mm was inflated to 20 atms and the balloon ruptured. At an unspecified time, the unk guide catheter "dislodged" from the ostium of the rca and the rotawire ex support wire became "coiled" and most "likely kinked". The procedure was completed with unspecified different devices. There were no pt complications reported with the pt's current condition listed as "stable".

Manufacturer narrative:
(B)(6). The complaint device was not returned to bsc for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the device was inflated beyond its rated burst pressure which is not in accordance with the IFU. (B)(4).